Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer row b cubie pockets were not detected on the bus. A field service engineer (fse) contacted the customer and guided them through a series of recovery procedures over the phone. The issue was successfully resolved remotely; the customer was able to bring the machine back online and proceed with inventory operations without further issues. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed and showing entire row of cubies was not detected on bus. The customer stated that they were unable to access medication to the patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed and showing entire row of cubies was not detected on bus.the customer stated that they were unable to access medication to the patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.